Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. If follow up, what type? Correctional: device lot number, or serial number, unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there have been issues with a 5.5 driver. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.